Manufacturer narrative:
Device evaluation: during evaluation, 2 kinks observed. First at 5 1/4" from the distal side of the hub. Second located at 4 1/2" distal to the hub. A 0.035" guidewire could not be front-loaded or back-loaded due to the kinks, although the balloon still inflated with air.

Event description:
During preparation for use in a patient procedure, the bridge balloon failed to load onto guidewire; bridge device kinked just proximal to hub. There were no reported patient injuries and patient was discharged per operative plan.